Event description:
Boston scientific received info that the right atrial (ra) lead dislodged and was successfully repositioned. However, the lead dislodged again. During the second revision procedure the lead was explanted and a new ra lead was successfully implanted. No adverse pt effects were reported. Implant and explant dates for this event were not provided.